Event description:
During robotic case, the mega suturecut needle driver was not functioning properly. The instrument was immediately removed from the surgical field and replaced.device #1is this a laboratory device or laboratory test?no.